Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies identified. (B)(4).

Event description:
It was reported that an alert was triggered for the right atrial (ra) lead due to high/unstable impedances and artifacts in the atrial channel. An ra lead connection issue or the beginning of an ra lead fracture was suspected. An x-ray was performed in which a connection issue was not evident. The device and ra lead currently remain in use. No patient complications have been reported as a result of this event.